Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient developed an infection at the pod¿s insertion site while wearing the device between 4 and 24 hours. While at work the patient had a blood glucose level of 548 mg/dl. The patient went home drank water and took insulin manually. The patient removed their pod and saw that the site was infected. The patient also had a fever with a temperature of 102.7 f. The patients roommate took them to the emergency room. The patient was put on an antibiotic for 12 days and has missed 2 days of work because of the issue.